Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the identified photos: broken shell, encapsulation, red particles in the shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, delamination and rupture.

Event description:
Healthcare professional reported left side rupture and exchange due to patient's concern with the product. Healthcare professional additionally reported ¿delaminated shell¿, "peri implant fluid", and "capsule fluid." Device has been explanted.